Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. Pump passed displacement test, basic occlusion test,occlusion test, excessive no delivery test and prime test. Motor passed motor test. No motor error alarm. Drive support disk was inspected and no anomaly was noted. Device was received with cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and motor error alarm. The blood glucose at the time of the incident was 5.3 mmol/l. Troubleshooting was performed. The device was returned for analysis.